Manufacturer narrative:
(B)(4) - non-union. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar spinal surgical procedure at l4-s1. It was reported that sometime post-op the patient underwent a revision surgery to replace 2 broken screws. No patient complications were reported.